Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h6, h10 the device was returned for evaluation. Unit received with the hex bushing is worn and the lock still moves after unit is locked down and needs to be replaced. General maintenance and cleaning required. The reported complaint was confirmed from the evaluation of item. The returned unit did not meet all specific functional test.the unit received with the hex bushing is worn and the lock still moves after unit is locked down and needs to be replaced. General maintenance and cleaning required. The complaint is likely caused by wear and tear over time/ improper handling. The definite root cause cannot be reliably determined. UDI: (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplement medwatch report will be submitted upon completion of the investigation.

Event description:
An operating room (or) equipment resource reported that on (B)(6) 2019, the a2000 mayfield 2000 skull clamp locking mechanism appeared faulty. Customer stated that locking mechanism was not working in set up of operating room case. The device was not in contact with patient. There was no delay in surgery reported. Additional information has been requested.

Manufacturer narrative:
Additional information received on 10/02/2019 indicating that there was no patient injury. The product problem was discovered after use. The device was then replaced.